Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. A companion sample from one of the identified lots was returned for investigation and no defects were noted. In addition, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient's nurse reported that following treatment as the patient was disconnecting he found a fluid leak. When he opened the cassette door it was wet inside. The patient was advised to perform alternate treatment. The set was discarded. During follow up the patient reported that he did not have any complications. He had been prescribed prophylactic antibiotics.